Event description:
Patient underwent diagnostic & surgical arthroscopy. At end of procedure patient's leg ws edemetous, foot white & pedal pulses not palpable. Vascular surgeon called in a fasciotomy was immediately performed on a fasciotomy was immediately performed on patient. The arthroscopy pump was used to deliver fluid during arthroscopy. The alarm sounded at beginning of case during usual check/flush period & when pressure sensing line needed to be tightened at beginning of case. Alarm didn't sound during rest of case, but tubing changed during case - alarm sounded during tube flushing but not during operation.